Event description:
A physician reported a pt who was implanted on 7 november 1997 in the upper left, upper right and lower vermilion borders; oral commisures and nasolabial folds. He noted small amounts of bruising type of discoloration and edema at all the sites. He directed the pt to apply cold compresses frequently to all sites for 3 hours after the procedure. On 10 november 1997 the physician noted mild swelling and bruising at all the sites. The incisions appeared to be healing well and the implant placement appeared to be correct. On 12 november 1997 the sutures were removed. The sites were well healed without any bruising or edema. On 25 november 1997 all sites of implants appeared normal and well healed. On 12 january 1998 the pt reported that the superior, medial area in the right upper vermilion border hurt and was lumpy and crusty. The physicain noted that the implant was extruding at the exit site. He noted a dark yellow colored, thick, well established crust, oozing a pus-like drainage. The physician prescribed oral keflex for 7 days and warm soaks to the site. The physician removed the extruded implant which pulled out easily. No other intervention was planned. On 12 january 1998, the explant was returned to the distributor for analysis. After the analysis is complete, a report will be forwarded to the MFR.